Event description:
It was reported that the healthcare professional contacted boston scientific technical services (ts) for a review of two stored ventricular events. Ts saw functional undersensing related to atrial pacing which possibly produced some ventricular tachycardia (vt) on the electrograms due to resultant ventricular pacing on a t-wave. The vt broke on its own soon after its induction, and the rhythm returned to normal. Programming options were discussed. The device and leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the healthcare professional contacted boston scientific technical services (ts) for a review of two stored ventricular events. Ts saw functional undersensing related to atrial pacing which possibly produced some ventricular tachycardia (vt) on the electrograms due to resultant ventricular pacing on a t-wave. The vt broke on its own soon after its induction, and the rhythm returned to normal. Programming options were discussed. The device and leads remain in service. No additional adverse patient effects were reported.